Event description:
Per the clinic, the patient experienced discomfort with device use. The patient underwent sedation in the operating room on (B)(6) 2012 in order to facilitate neural response telemetry testing and an integrity test. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.